Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt's daughter contacted lifescan (lfs) alleging that the pt's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the pt on 12/15/2009, and obtained the following info. The pt reported that the alleged power issue began several weeks prior to contacting lfs. The pt stated that she tests her blood glucose 3x/day and manages her diabetes by taking a set dose of humulin n and humulin r insulin daily. As a result of the alleged issue, the pt confirmed that she discontinued testing her blood glucose; however, continued to take her insulin as usual. In 2009, the pt reported that she began to feel dizzy, tired, and developed a cold-sweat. In addition, she claimed she became confused and incoherent. In response to the symptoms, the pt's daughter contacted emergency services. The pt claimed that she was taken to the ER and when she arrived her blood glucose was "372 mg/dl" when tested with the ER/hospital meter. The pt reported that she was treated with insulin (type and dose not recalled) and later released from the ER after her blood glucose had decreased. At the time of troubleshooting, the customer care advocate confirmed that the pt had replaced the subject meter's battery; however, the alleged issue remained unresolved. Replacement products were sent to the pt. This complain is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, was treated for hyperglycemia by an hcp after the alleged meter issue began.